Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of ¿tender nodules" is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvéderm volbella® xc injectable gel into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers, for example, after insertion of the needle, and just before injection, the plunger rod can be withdrawn slightly to aspirate and verify the needle is not intravascular, inject the product slowly, and apply the least amount of pressure necessary. Rare, but serious, adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care professional specialist should an intravascular injection occur (see health care professional instructions #12). Adverse events: in the juvéderm volbella® xc group, after repeat treatment with juvéderm volbella® xc, treatment-related aes were reported in 13.7% (17/124) of subjects. Injection site mass occurred in 7.3% (9/124) of subjects. Treatment-related aes occurring in = 5% of subjects included chapped lips and injection site bruising, edema, induration, and pain. Treatment-related aes after repeat treatment occurred with lower incidence rates, severity, and duration compared to initial/touch-up treatment. Safety measures included incidence, severity, and duration of isrs and aes, subjects¿ assessments of procedural pain and of impact to daily activities using the recovery early life impact module of the face-q questionnaire, and evaluating investigators¿ assessments of tyndall effect, lip sensation, features of the lip, and changes in pronunciation. Treatment-related aes after initial treatment (or touch-up treatment) occurring in = 5% of subjects included chapped lips, dizziness, dry lips, general physical condition abnormal, headache, lip disorder (lumps), lip injury, oral herpes, presyncope, wound, and injection site discoloration, discomfort, edema, erythema, exfoliation, hyperaesthesia, hypoaesthesia, laceration, nodule, papule, paraesthesia, pruritus, and reaction. Instructions for use: supplementary anesthesia may be used for additional pain management during and after injection patients may have mild to moderate injection site responses after treatment in the lips and perioral area, which typically resolve within 14 days. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Health professional reported that a patient felt delayed "tender nodules" along the border of their upper lip after the patient was injected in the lips with .55 ml of juvéderm volbella® xc and juvéderm voluma® xc. Treatment is noted as vitrase, prednisone 200 mg x 5 day. Event is ongoing at this time. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01311 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm volbella® xc (lot # v15la70395).